Manufacturer narrative:
(B)(4). For 2 of the 2 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 2 of the 2 reported events, the central processing unit board was replaced.

Event description:
This report summarizes 2 malfunction events. A review of the events indicated that model 1009-9212-000 anesthesia gas machine experienced unexpected shutdown. 1 unit was reported for sudden system shut down resulting in the loss of mechanical ventilation, and 1 unit was reported for stopped mechanical ventilation during a case. These reports were received from various sources. Of the 2 events, 1 did not involve a patient, and 1 did involve a patient. There was no patient information available.